Manufacturer narrative:
Age at the time of event: (B)(4). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, tip detachment occurred. The lesion being treated was located in the distal left circumflex artery. The physician used a 300cm kinetix guide wire to complete an intervention. Upon removal of the guide wire it was noted that the distal part of the wire was still inside the coronary artery. The tip was not retrieved and the procedure was completed. No further patient complications were reported and patient's status is ok.